Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the circumstances that led to the issue were the patient did normal activities. The healthcare provider (hcp) had to spoon out the stimulator as digging in an eggshell and shattered. The issue was not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the stimulator was removed, and it exploded. As a result, all the components were not removed from the body. The patient called again and mentioned the issues with the scs device during removal. The patient said the device shattered and the healthcare provider (hcp) said it was ¿like digging into a bowl.¿ the patient stated that the hcp left pieces of the stimulator in the back to focus on a different procedure. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) on (B)(6) 2019. It was reported that the implantable neurostimulator (ins) was removed because it was not helping the patient. The leads remained implanted. No further complications were reported.